Manufacturer narrative:
Hamilton medical ag comes to the conclusion: investigation ongoing.

Event description:
The following was reported to hamilton medical ag: summary:changed the nebulizer valve (h27160400) one month ago. However, it seems that the valve is defective as it stays open and blows air. As a result, the ventilator shows self-test failed and we cannot start a ventilation.